Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 26-apr-2025. The blockage was at the site. The patient replaced infusion sets and resumed insulin. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008132, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008132 was manufactured according to the work instruction (wi) version 97 and packaging in the machine multivac 14 on 10-jul-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4f05717 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25, on 09-jul-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4f05718 was manufactured according to the wi version 34 and manufactured in the machine ls06-ls07, on 08-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f05698 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 09-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f05699 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 10-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f05696 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 08-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f05697 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 08-jul-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.